Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pain, mixed incontinence, urge incontinence, constipation, vaginal bleeding, chronic infection, right flank discomfort recurrent urinary tract infections, voiding dysfunction, urinary retention, nocturia, urgency, recurrent cystocele, mesh exposure and recurrent rectocele with atrophic vaginitis. It was also reported that the plaintiff allegedly experienced erosion, fistulae, recurrence, bleeding, urinary problems, bowel problems, dyspareunia and vaginal scarring. Furthermore, it was reported that the plaintiff died. The cause of death was reported as acute myocardial infarction. Related to manufacturer report #: (B)(4).

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(6) 2015 under exemption (B)(4). Lawyer-filed report.